Event description:
Customer had dr's appointment. Atlast = 297 and unknown meter = 114 for comparison. Stated that medications had been increased based on device readings. After office visit customer was admitted to the hosp. Customer said reason was for high blood sugar and dehydration and then stated for observation. Dr requested customer discontinue use of the device system.